Event description:
It was found during the investigation of a returned pump that the customer complaint regarding the device displaying error code ec46510 was confirmed. This error code triggers a high-priority alarm and could potentially interrupt therapy. There was no patient involvement or harm.

Manufacturer narrative:
The suspect pump was returned for evaluation. A review of the 12-month service history was performed, and no relevant issues were identified. Visual inspection and functional testing were conducted. The customer-reported issue was confirmed, and the probable cause was determined to be a faulty pwa board. The pwa board was replaced, and the error code did not recur. The uso was calibrated, the software was updated to the latest version, and the unit was reset to the standard configuration. A pvt was performed, and the unit passed all test criteria.